Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported having to remove the dental implant due to adaptation failure between implant and prosthetic component, precluding the conclusion of the patient prosthetic rehabilitation.